Manufacturer narrative:
A company representative went on site and evaluated the system due to the reported event. The reported event was unable to be replicated. No system issue was found that could have contributed to the reported event. System was found to meet specifications. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinic employee reported that the optical coherence tomography shifted the image down intermittently during a laser assisted procedure.